Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. All operating currents were within specification and no unexpected blank display or battery out limit alarms were noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, and cracked battery tube threads. No moisture damage was noted to the motor or electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that the customer got caught in the rain and the insulin pump got wet. It was stated that the display went blank; the customer changed the battery and received a battery out limit alarm which could not be cleared. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.